Event description:
Bard powermidline catheter was removed due to leaking fluids and air via guidewire transfer. Upon removal, it was found that 15cm of the catheter (distal portion) was missing. Only 6.5cm remained intact to the hub.